Event description:
Plaintiff alleges being diagnosed with type I latex allergy as a result of working in an environment in which allergenic latex gloves were in use. She alleges suffering severe pain and suffering, incurring expenses for medical care and treatment, and will suffer wage loss and loss of earning capacity. In addition she alleges the sensitization to latex has caused restrictions in her life as to where she can go and what she can do so as to avoid situations where any latex is present.